Event description:
Procedure type: hemicolectomy. According to the reporter: two reloads were used during the procedure with no apparent problems. The pt returned to theatres with a staple line bleed and reoperated on. There was no bleeding reported in excess of 500cc. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).